Event description:
The customer reported that a product failure code 810:04 occurred. Despite baxter's efforts to obtain additional info, no further info was available at this time regarding whether or not there was a report of any pt injury or medical intervention caused by the failure of this device. Info regarding whether or not the device was in use on a pt when this failure occurred was not available, and no additional contact info was provided. There have been no incident reports filed since the last baxter service event.